Manufacturer narrative:
One device was returned for repair. Force sensor error was confirmed in device log. Service history review identified the complaint was not related to a previous service of the device within the review period. Primary complaint of ¿force sensor error¿ was confirmed with start-up test. Additional findings included a cracked plunger right case and excess glue on the plunger printed circuit board (pcb) components. Parts replaced include plunger case right and plunger pcb. General inspection and functional testing were completed to confirm that issues were resolved. Excess glue on plunger pcb was determined as being the cause of reported issue.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a force sensor error. This was found during preventative maintenance and there was no patient involvement.